Event description:
It was reported the pt stopped using her scs system due to ineffective stimulation/coverage. Reprogramming attempts were unsuccessful. The pt declined to meet with an sjm rep for reprogramming. The pt was advised to meet with her physician to evaluate the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.